Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the bedside registered nurse; "I was turning my patient when the driveline pulled out from the controller." It was stated that the driveline was not tight. The nurse stated she pushed the driveline into the controller and didn't really feel anything click to confirm it was locked in place. The nurse stated she attempted to pull out the driveline again and it easily came out. The bedside nurse advised the charge nurse and performed and a controller exchange. It was stated that the patient tolerated the exchange and was feeling more reassured with the new controller. The patient was stated to have been anxious. It was further stated by the nurse that the new controller locks the driveline into the system. No additional information available.

Manufacturer narrative:
The reported event of a loose power port assembly was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that device failed visual inspection due to a loose serial port connector with a displaced o-ring gasket. Further analysis revealed that the serial port locknut was found loose internally. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose power connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.